Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was actuating successfully. After a few grasping attempts, one of the grippers would no longer descend. Troubleshooting was preformed unsuccessfully and the gripper would not descend. The clip was removed from the patient and a new mitraclip xt was successfully implanted. The procedure was discontinued, the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.